Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing elevated blood glucose (bg) level for the past 2 weeks (400 mg/dl). Customer stated the causes of the elevated bg level was unknown. Supply changes and boluses via the pump were used to address bg level. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider. Follow up with the customer on (B)(6) 2017 confirmed the customer's bg level had lowered to 181 (mg/dl).